Manufacturer narrative:
The pump alarmed for compromised force sensor system alarm during basic occlusion test due to loose and or protruded drive support disk. The pump passed displacement test, self-test and unexpected restart error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system. The customer's blood glucose level was unknown. The customer states the drive support cap was protruded. The customer was advised the pump would be replaced and returned for analysis.